Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure that the vertebral artery was injured, there was no sudden drop in blood pressure and the anesthesiologist controlled and stabilized the blood pressure. Clipping and suturing were performed on the pinhole portion of the vertebral artery. After that, posterior fixation was concluded and the stratum corneum was closed. Postoperatively, the patient was managed in the ICU. The procedure was completed successfully.

Event description:
It was reported that during a procedure that the vertebral artery was injured, there was no sudden drop in blood pressure and the anesthesiologist controlled and stabilized the blood pressure. Clipping and suturing were performed on the pinhole portion of the vertebral artery. After that, posterior fixation was concluded and the stratum corneum was closed. Postoperatively, the patient was managed in the ICU. The procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device not available for return.